Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lc. Event description: during the step when the specimen bag was intended to be deployed, it spontaneously fell out of the introducer sheath and could not be used. There is no impact to patient and the patient is fine. User replace with a new one to complete this surgery. There is no other instruments to affect this event. Type of intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to the patient.